Manufacturer narrative:
Visual inspection of the returned autopulse platform was performed and found no physical damages. However, it was observed that the encoder drive shaft does not rotate smoothly which exhibits binding and resistance. The customer's reported complaint of autopulse displaying user advisory 20 (position out of range) and user advisory 18 (max take-up revolutions exceeded) was confirmed during archive review but not during functional testing. Based on the archive, the encoder shaft position was out of the limit when the autopulse was powered on. After the user calls tech support for assistance and successfully return the drive shaft to home position using the administrative menu, the user turns on the device and press start button and ua18 was displayed. User advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. The autopulse passed the initial functional test without any faults or errors. In addition, the load cell characterization testing confirmed that both load cell modules are function as intended. Furthermore, a drive train motor brake gap inspection was performed and the brake gap was found to be within specification. Multiple run-in tests were performed, using the 95% patient large resuscitation test fixture (lrtf) with known good test batteries until discharged and no faults or errors were observed. The autopulse passed all the testing and met all required specifications. No parts were replaced and the clutch plate deburring was performed to remedy the binding and resistance of the drive shaft. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, autopulse displayed a user advisory messages during deployment, and did not provide any compression. It was not clear how much time it took to trouble shoot. The user switched to manual CPR and performed for 20 minutes. For a trained user, changing from the autopulse to manual CPR can be made quickly, and patient's outcome should not be negatively impacted when compared to standard of care manual CPR. Autopulse did not compress, and patient was not revived by manual CPR. Mortality of out-of-hospital cardiac arrest (ohca) is high. Survival to hospital discharge, after ems-treated non-traumatic cardiac arrest with any first recorded rhythm was 9.8% for adults ((B)(4) statistical update 2013). In this event, patient's arrest was not witness, and the down time may have been as long as 2 hours. Death is attributed to ohca. Death is an expected outcome for ohca.

Event description:
As reported, during patient use, the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 20 (position out of range) error message. Troubleshooting was performed to clear the error by replacing lifeband and re positioning the shaft to home position. But the error still persist. The user switched to manual CPR and performed for 20 minutes. Rosc was not achieved. After the call the user returned back to the fire station and tried to clear (ua) 20 again. During troubleshooting (ua) 45 (not at "home" position after power-on/restart) was displayed and then follow by (ua) 20. The user call tech support for assistance in clearing the (ua) 20 error code and the error was cleared. However the platform display (ua) 18 (max take-up revolution exceeded) error after the ua 20 was cleared.